Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose because there was a problem with the programming of insulin pump. Blood glucose level at the time of the incident was 500 mg/dl which was treated with manual injection. The customer's another blood glucose level was 138 mg/dl. The device will not be returned for analysis.